Manufacturer narrative:
Intuitive has received the instrument with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of broken instrument blades to be related to the customer reported complaint. The blade broke at roughly 0.31¿ from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument fell apart inside the patient. It is unknown how the procedure was completed.